Event description:
New information received noted that the patient initially presented in clinic for follow-up, and post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator upon interrogation. No intervention was performed. Patient condition was stable.

Event description:
It was reported that the patient presented with post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator further information was requested but not received.